Event description:
A pharmacist reported that a knife did not cut while making an incision during surgery. There was no harm to the patient.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to acceptance criteria. Because a sample was not returned, the root cause for the "knife did not cut" experienced by the customer cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).